Event description:
No additional event information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Product review of the zimmer skin graft mesher (00770100000) serial number (B)(6) by a zimmer biomet certified service repair site - japan on (B)(6) 2020 revealed that the comb on the mesher was deformed. After investigation the deformation on the mesher was confirmed; however, the sample graft mesh test passed. The comb was replaced. Repair of the device was performed by a zimmer biomet certified service repair site - japan on (B)(6) 2020 which included replacement of the following: mesher comb (pn 00770102600, ln 64549836) additional repair included disassembly, gap adjustment, and operation check. The device, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
It was reported that during kit inspection the comb was found deformed. No adverse event was reported as a result of this malfunction.